Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the auxiliary water channel; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual by the customer. No physical damage to the device was confirmed where the foreign material remained. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the jet tube of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.